Event description:
It was reported that during a davinci s hysterectomy surgical procedure, the console surgeon complained about difficulty to open and close tenaculum forceps jaws. The scrub nurse removed the instrument for inspection and she noticed that the string of the instrument appeared to be cut. The instrument was exchanged and the surgical procedure was completed as intended. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.